Event description:
Related manufacturer reference number: 2017865-2021-38017. It was reported the asymptomatic patient presented in clinic for follow up. Interrogation revealed the right ventricular (rv) lead was not capturing. X-ray confirmed the right atrial (ra) and rv lead both lost slack due to patient anatomy. Both the ra and rv leads were explanted and replaced. The patient was stable.